Event description:
The customer reported that the insulin pump does not alarm with no delivery when the cannulas are bent. The customer stated that she doesn't notice that the cannula is bent until her blood glucose levels get very high. The customer did not have the tubing clamp to conduct the high pressure test. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.